Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced persistent elevated blood glucose in the 200 mg/dl after breakfast while using the ilet, with meals including cereal, strawberries, coffee, and a larger-than-usual lunch. The user considered a supply change but declined once glucose began to decrease, and blood glucose was 190 by the end of the interaction. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component details were characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.